Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) indicated that the amount of inaccuracy was about 15 mm and the cause of the inaccuracy was actually that the patient had slipped down and not because of a device issue. The surgeon had already made the initial incision at the time so the procedure was completed without navigation as the surgeon ¿knew where they were going.¿

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system was performing as intended. No parts were replaced a software investigation analysis was initiated to determine the probable cause of the issue. Analysis confirmed that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively of a cranial resection procedure. It was reported that in the middle of the procedure navigation became inaccurate. The surgeon realized he leaned on the vertek arm and said he heard a quiet pop, which was likely the vertek arm moving causing this inaccuracy. The use of navigation was aborted. There was no impact on patient outcome.